Event description:
There was a patient involved in this event. The device was used in scs event. There were no verbal prompts being emitted from the unit for a 5 minute period according to end user. Patient did not survive after being taken to hospital.